Event description:
Customer reported that they needed to wiggle the charger to establish a connection, and there was wear and tear on the usb port. There was no reported impact on the customer¿s blood glucose level. No action was required as the customer declined a callback from support.